Event description:
It was reported that (1) device was used during a sigmoid. It was reported by the affilaite that the er420 instrument clips would not advance. Another instrument was used to complete the case. There was no consequence to the patient.